Manufacturer narrative:
The technician found secretion in the latch spring area. The technician cleaned and lubricated the side rail latch spring to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.